Event description:
It was reported that the device was used during an unknown procedure. It was reported directly by the purchasing agent that the device did not fire. No other info was available. There was no consequence to the pt.